Event description:
It was reported that during an unk procedure, the row of staples was incomplete. The surgeon closed the tissue with sutures. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.